Manufacturer narrative:
Initial report, device not returned for inspection. Facility did not provide lot number or model number of device. Manufacturing date is unknown. Investigation ongoing.

Event description:
On (B)(6) 2023 anteris was made aware of an adverse event reported by the distributor lemaitre vascular. From the facility narrative, a 14 year old female had a cardiocel patch implanted for vsd repair and plasty of main and right branch pulmonary artery. The patient developed restinosis of the main pulmonary artery approximetely 4 months after the implant procedure. The patient is scheduled for a catheterization procedure to dilate teh vessel. The patch remains implanted.

Event description:
Final report - on 19-sep-2023 anteris was made aware of an adverse event reported by the distributor lemaitre vascular. From the facility narrative, a 14 year old female had a cardiocel patch implanted for vsd repair and plasty of main and right branch pulmonary artery. The patient developed restinosis of the main pulmonary artery approximetely 4 months after the implant procedure. The patient is scheduled for a catheterization procedure to dilate teh vessel. The patch remains implanted.

Manufacturer narrative:
Final report. Device remains implanted. Facility did not provide lot number or model number of device. Manufacturing date is unknown. No additional information was received by the initial reporter or the distributor. A balloon angioplasty was to be performed but no information was provided. Review of manufacturing records of device lots with expiration dates which could be used in this case did not show any deviations to the manufacturing process or errors. There were no manufacturing changes during the time period covered by these lots to suggest a change in the product. While anteris continues to monitor complaints for the devices, it appears the event reported was unlikely related to the product. Flow obstruction following surgery is listed as a potential adverse event in the IFU.